Event description:
During preparation of the left ventricular assist device (lvad), the vad coordinator and the scrub nurse noticed a string. The pump had started and they noted that the "string" seemed to go into the pump so they got another pump to ensure that nothing would compromise the function of the pump. The hospital staff felt the sterile field had not been compromised and saw that it looked like a suture or thick hair. No one's hair or anything around the area was of that substance.

Manufacturer narrative:
The pump was returned fully assembled with the percutaneous lead intact. Examination of the assembled pump showed that there was a hair visible inside the inlet stator. The pump was disassembled to further inspect and a hari was noted wrapped around the rotor inlet section. Although the report of a hair being seen inside of the pump was confirmed, a time in which it entered the pump could not be conclusively determined. Upon consultation with the manufacturing group, it was indicated that all personnel on the manufacturing floor are fully gowned. All pumps are tested with water from the reverse osmosis water system and the water reservoirs are changed frequently. In addition, a photo of the hair was provided to manufacturing; none of the operators involved in the pump assembly process have hair that matches the color or the hair removed from the pump. Review of the complaint manufacturer's records showed that this is the first occurrence of this kind. A review of the device history records revealed the device met all applicable specifications upon product release. No further info is available. The manufacturer is closing its file on this event.